Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment locking system was broken so the blade did not work. The issue had been discovered during the surgery, and there was no pt harm or delay reported.